Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review fo the lhr was not possible as the lot number was not provided. Based on the information provided an no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci sales professional that a patient underwent an interventional carotid stent procedure on (B)(6) 2013. Access was obtained vai a 7f sheath (model unknown). Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that as the physician pulled the balloon back to the arteriotomy, the sheath and device pulled all the way out of ht patient. The patient was converted to manual compression for approximately 20 minutes at which time hemostasis was achieved with no further complications noted. The aci sales professional also noted that the patient was ambulated and discharged in the standard times following this procedure. The patient was not hospitalized longer than what was standard procedure for this facility. No further information is available.